Event description:
It was reported that the pump shut off unexpectedly & became unresponsive. Despite plugging the pump into a power source for an extended period of time, the pump remained unresponsive. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. Should new information become available, a follow up supplemental report will be submitted if the device has been received.